Event description:
It was reported that the etco2 port connector is worn. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the etco2 module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module, for which a part was ordered for replacement. Resolution is documented in service max case # (B)(4), for which the associated trackwise record was closed as a non-complaint as it was a request for preventive maintenance only. The device remains at the customer site and no further evaluation is warranted at this time.